Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the infusion set¿s tubing and their blood glucose levels were high. The customer had a high blood glucose level of 504 mg/dl. They treated the high blood glucose with manual injections. Their current blood glucose level was 301 mg/dl. Troubleshooting was performed for the air bubbles. The air bubbles were small at the time of the call. The customer reported that the other day there were more air bubbles. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.